Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited fluid loss, and the pump was not inflating the cylinders. A surgical procedure was performed, during which it was noted that the silicone layers of both cylinders were separating, resulting in the fluid loss. All components were removed and replaced. There were no patient complications.